Manufacturer narrative:
"It was later reported at a follow up date that the patient status is good and stable with no visual complaints." Should have been included in initial medwatch report. (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -13.0/+3.0/092 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019 cataract surgery was performed due to lens opacity-cortical, glare/halos, poor vision, and cortical changes. The surgeon states, "vision poor with glare/halos, some double."